Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture at the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing, evidence of moisture corrosion was found in the pump and behind the display screen. The pump failed a leak test at the display lens and also failed a leak test due to a crack in the pump¿s casing. Unrelated to the complaint, the pump powered on without the vibratory feature functioning. The display screen was discolored. The keypad buttons were unresponsive and the audio bolus button could not be tested.